Manufacturer narrative:
(B)(4). A device history record (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation. Therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
Alleged issue: the balloon was filled and it broke. The pt's condition was reported as fine.